Event description:
Needle was screwed into prefilled flu vaccine syringe and popped off before injecting into patient. New needle tightened on syringe and could not take off cap or inject medication. Concerned this could result in injury to the patient and potential waste.